Manufacturer narrative:
Sections with additional information as of 03-aug-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 20-jun-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing symptoms. Customer stated that she has breathing issues and blurry vision due to cataracts. Customer also stated that she had low blood glucose symptoms and was feeling sleepy. Customer stated that due to the low blood glucose symptoms she had contacted her doctor that day; the nurse had informed the customer the doctor would call her back and that insurance would send a companion to assist her with errands. Note 2: manufacturer contacted customer in a follow-up call on 22-jun-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Doctor had advised customer to follow the diet as prescribed at her last regular checkup. Customer stated that she had blood work performed that day for her next scheduled appointment. Note 3: manufacturer contacted customer in a follow-up call on 27-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-4 and e-6). Customer stated that she had gone to the pharmacy to return the product and they advised customer to contact the manufacturer. At the time of the call the customer reported not feeling well, stating that she is hypoglycemic and that her cataracts have gotten worse due to her blood glucose being low. Medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 06/20/2024 and test strips were opened two days prior to the call. The product is not stored according to specification (kitchen). The customer did have another vial of test strips of the same lot number that had been stored and handled correctly (bedroom). During the call, a blood test was performed by the customer and produced e-6 error using true metrix meter.